Manufacturer narrative:
Device manufacturing record was reviewed and confirmed all acoustical tests passed at the time the device was shipped to customer. No rework was done. Visual control is part of the device quality control steps and this passed as well. No further investigation will be performed due to the potential cause of the symptom not caused by the device, as described in the clinical evaluation.

Event description:
The customer (health care professional) reported that the end user experienced that the ear swelled and hurt when wearing the hearing aid, beside this reaction, it was noted that the end user has a hole in the ear drum. The end user is a first-time user. The ear reaction started after 2 days and was located around the first bend in ear canal. There were no blisters. The customer confirmed that the ear reaction disappeared after use of ear drops prescribed by ear nose throat doctor and that the end-user has fully recovered.